Manufacturer narrative:
(B)(4). The lead remains implanted, capped and secured with a dog bone with lead protection.

Event description:
During implantation the patient experienced a subdural hemorrhage when the right mesial temporal depth lead was being positioned. The procedure was discontinued. The lead remains implanted, capped and secured with a dog bone for lead protection. Bleeding has resolved with no additional intervention.